Event description:
The baxter field service engineer found depleted batteries while servicing this device. The hosp rep stated that there were no reports of pt injury or medical intervention. No additional info is available.